Event description:
The customer reported to olympus, the visera video system center had connector failure which showed no image or flickering image occurred occasionally. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) university. (Formerly the first affiliated hospital of hengyang medical college) (added here due to maximum character limitation). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were not confirmed. It was determined that the device had operated normally, and that there was another device which exhibited occasional image flashing due to connector aging. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.